Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated that on the night they had a fluid leak there were several air detected in cassette warnings during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the patient stated that there were no other fluid leaks were found. Additionally, the patient confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to reset up with new supplies and complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated that on the night they had a fluid leak there were several air detected in cassette warnings during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the patient stated that there were no other fluid leaks were found. Additionally, the patient confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to reset up with new supplies and complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated that on the night they had a fluid leak there were several air detected in cassette warnings during fill 1 of 5 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the patient stated that there were no other fluid leaks were found. Additionally, the patient confirmed that there were no issues with the bag and confirmed that the bag was not leaking. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to reset up with new supplies and complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.